Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl. The customer was treated with glucagon shot. The husband stated that he could not get his wife to drink orange juice or eat anything. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.